Manufacturer narrative:
Operator of device and initial reporter sent report to FDA are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an air in line alarm. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. Visual inspection found the tamper seal missing and the downstream occlusion sensor seal was worn. There was evidence of error in the device ehl (event history log). The customer stated problem air in line alarm, was duplicated. During the functional test, it was discovered that a faulty air detector was the cause of the customer's issue. As corrective action, the air detector was replaced. The root cause of the issue was unknown. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: correction: d4: model number: 2120.